Event description:
The patient received two trial scs leads on (B)(6) 2011. It was reported the patient complained of a severe headache and vomiting on (B)(6) 2011. The patient reported to the emergency room and was admitted to the ICU. Follow-up information revealed the patient had a spinal tap performed to test for (B)(6) and the results were (B)(6). The trial leads were removed and the patient was discharged home (date unknown) without further issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.